Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A healthcare professional reported two incomplete flap cut in a patients left eyes, two weeks in a row by two different surgeons. Additional information has been requested. There are two related reports for this facility. This report addresses patient two and another manufacturer report will be filed for patient one.

Manufacturer narrative:
During an onsite visit, the field service engineer (fse) was not able to reproduce customer reported event. Fse performed preventive maintenance and successfully completed system verification to specification. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).